Event description:
It was reported that the jaw was broken during a total vaginal hysterectomy. Customer used a second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.